Event description:
The customer got an injury to her finger whilst changing the blade on a microtome. She has cut her finger due to the sharp edge on the microtome blade. Medical treatment was necessary.

Manufacturer narrative:
The investigation revealed the following: the package insert for the dispenser was provided in the leica sb einwegklingen db80ls (1x50), and was read from the customer before the use of the dispenser. The customer has tried to dispose the blades into the waste blade box through the hole on the bottom of the blade dispenser, but cut-resistant safety gloves were not wore when handling the blades as described in the package insert. The root cause is determined to be user error related, where instruction to wear cut-resistant gloves was not done. A customer facing letter will be sent to the customer with the recommendation in future to follow the description provided in the package insert.